Event description:
It was reported that an x-ray revealed that the lead had dislodged. The lead was repositioned on (B)(6) 2014. On (B)(6) 2014 it was noted that the lead had dislodged again. The lead was explanted and replaced on (B)(6) 2014. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.